Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problem reported. Preventative maintenance was done on the system while on site. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt was harmed." (No consequences or impact to pt). Product problem(s): "screen froze. Used remote to complete case." (No display or display failure). A nurse reported the touchscreen froze. The remote was used to navigate the system and the case was completed. No pt impact was reported.